Event description:
It was reported that the ventilator failed pressure transducer test and internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test and internal leakage test during pre-use check. Our field service engineer has investigated the reported issue on site. The expiratory channel printed circuit board (pcb) has been replaced to resolve the issue and sent back for technical investigation. The provided logs show that the machine failed in pre-use check with internal leakage and pressure transducer tests. The returned pcb has been tested in a machine. It passed the pre-use check. No abnormal found during ventilation for 2 days. It passed another pre-use check after ventilation. The reported issue could not be reproduced. Therefore, no root cause can be established.

Event description:
Manufacturer's ref. #: (B)(4).